Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited increased pacing threshold measurements and was determined by chest x-ray to be dislodged. During the revision procedure, once the lead was out of the patient (before implanting it again), the physician found that the helix mechanism would not function properly. Subsequently, the decision was made to replace this lead with another guidant defibrillation lead. The implant procedure was completed successfully. The lead will be returned for analysis. ,